Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017, that on (B)(6) 2017, a loss of connection between the transmitter and display device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Share log was reviewed and displayed a connection loss gap within the investigation window. Confirmation of the complaint was confirmed. The root was not be determined via product evaluation.